Event description:
A peritoneal dialysis pt reported that during treatment, having filled about 1400/2400 the cycler machine kept alarming and was going really slowly. Pt mentioned that the black pump inside the cassette door has been damp about 4 days. Pt does not have the liberty set for eval. There is no reported ill effect to the pt.